Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - born in (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the they conducted femoral artery closure with an 8fr angio-seal device. The patient was treated with a 8fr procedural sheath. Angiography confirmed the indication. After the deployment of the device, the puncture site was found bleeding immediately. Compression by hand was conducted to achieve hemostasis. There was no harm found on the patient. The patient was in stable condition. The bleeding occurred in the procedure room. A hematoma was present. This was a right femoral artery puncture. Additional information was received on 05dec2019. The estimated blood loss was less than 250 cc. There was a pre-deployment angiogram performed. The puncture site was above the inguinal ligament. There was no testing performed to diagnose the bleeding.